Event description:
It was reported that patient underwent initial total shoulder arthroplasty on (B)(6) 2015. During the procedure, the patient's glenoid fractured after implanting the glenoid baseplate possibly caused from under-reaming. The fracture was corrected with a screw from the baseplate.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain."